Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, potential rv lead dislodgement was observed. Upon interrogation, abnormal sensing and auto mode switch (ams) were noted. It was suggested that the physician should perform chest x-ray to evaluate the lead position. There were no patient symptoms reported.